Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had a loss of stimulation. They noticed a return of symptoms stating that they would ¿shake quite a bit.¿ they stated their tremors were back and they couldn¿t sign their name sometimes. Due to the distance the patient had a difficult time getting to an hcp for an appointment and requested hcp listings. The patient stated that their symptoms began after their sister¿s stroke on (B)(6) 2017 and became worse within the last 6-7 months. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the ins had normal battery depletion. The hcp was able to make adjustments but the patient was no longer able to travel the distance. The loss of stimulation has yet to be resolved.